Event description:
Boston scientific received information stating: high l v thresholds. No other details were provided. (B)(6). Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).